Manufacturer narrative:
No product was returned to the manufacturer for evaluation. No radiographs were provided. There was no information available on whether the patient was compliant with post-operative instructions. Review of production records did not indicate any issues related to manufacturing that may have contributed to the event. Information received indicated that supplemental fixation was not used during the initial surgery as required by 4web medical osteotomy wedge instructions for use.

Event description:
Approximately ten months following the initial surgery using a 4web osteotomy wedge, the implant started to protrude due to non-union. Revision surgery was performed in which the 4web osteotomy wedge was explanted and replaced with a plate and tibial autograft. The revision was completed successfully and the patient is doing well.